Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were inaccurate; cause was unknown. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue. Reportedly, the customer corrected the time and date to address the issue.